Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (B)(4) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During ivtm therapy, the thermogard xp ivtm system (B)(4) displayed a tcmid:06 (ce post failure) error message. The customer provided no further information. Patient's status information was requested but the customer did not provide a response.